Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 20ml syringe luer slip has an oil inside of it. This occurred on 30 occasions during use. The following information was provided by the initial reporter: I always use the 20ml syringe, but lately it seems that it has an oil inside of it, when I'm going to solve the medication, it all gets stuck to the inner wall.

Event description:
It was reported that bd plastipak¿ 20ml syringe luer slip has an oil inside of it. This occurred on 30 occasions during use. The following information was provided by the initial reporter: I always use the 20ml syringe, but lately it seems that it has an oil inside of it, when I'm going to solve the medication, it all gets stuck to the inner wall.

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, quality notification and maintenance analysis and no occurrence potentially related to the occurrence was observed. Images of the incident was received for evaluation. The origin of the incident could not be determined from just the photo. The sample was not provided by the customer. To the complaint products it was required the lubricant inside the syringe, this lubricant was controlled during the production by visual inspection. This lubricant meets the requirements for biocompatibility.